Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedure of total vaginal vault scar lysis during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent explant on (B)(6) 2006 for mesh erosion and bleeding. It was reported that patient underwent explant surgery on (B)(6) 2012 for mesh erosion and bleeding. It was reported that patient underwent explant surgery on (B)(6) 2013 for mesh erosion and bleeding. No additional information was provided. (B)(4).